Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that oversensing on the right ventricular (rv) lead resulted in multiple false episodes of ventricular high rate (vhr). The sensitivity was reprogrammed to lower levels to resolve the sensing issue. The lead remains in use. The patient is enrolled in the (B)(6). No patient complications have been reported as a result of this event.